Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving an inappropriate shock. An interrogation and electrograms showed t-wave oversensing (twos) on the right ventricular (rv) lead. The patient was admitted for further testing and lead reprogramming will be performed. The lead remains in use. No further patient complications have been reported as a result of this event.